Event description:
It was reported that the device was "dead in the box" and unable to be interrogated, even when different programmers and different locations were attempted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was noted on visual analysis that ventricular fibrillation (vf) detections were on while the device was in the shipping package, causing the battery of the device to be depleted and the power on reset (por) to occur.